Manufacturer narrative:
(B)(4).

Event description:
The patient reported that there was a change in therapy relief. The patient had x-rays, and two re-programming sessions. The change in therapy was occurring daily. The x-ray showed that the left lead had migrated down a bit, re-programming was unsuccessful. The physician listing was provided for a second opinion. The patient did not want to have a ganglion nerve block as suggested if there was an issue with the lead. The doctor thought that the cause of this was a nerve flair up. The patient was no longer getting 100% pain relief. The pain was at the anus, across buttocks that was worse on the right. The changes in therapy were considered sudden. The patient was prescribed oral topamax, and it was helping some. The patient met with the manufacturer representative (rep) who asked if they had fallen or twisted in someway, during reprogramming the rep turned the stimulation all the way up and was still not getting relief. The patient stated that the doctor did not think the stimulation was an issue even though the x-ray showed the lead had moved. Since the issue began it was taking them three times as long to charge their device. The reason for the implantable neurostimulator (ins) implant was hemorrhoidectomy that was not done correctly and a sphincter surgery to correct it that made it worse. Other relevant medical history includes spinal pain and other chronic/intract pain (trunk/limbs). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.